Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had issues with sensor. Customer was in an automobile accident, and was taken to the hospital for treatment for low blood glucose. When taken to the hospital, it was reported that customer's blood glucose was 17mg/dl while his sensor glucose was 100mg/dl. Customer's current blood glucose reading was 180 mg/dl. Nothing further was reported.